Event description:
Male pt with gastric adenocarcinoma being treated with chemo in out-pt. Clinic. Nivolumab was infusing when the tubing was noted to be dislodged at the place where the filter attaches to the tubing. There was a spill of the medication onto the floor. FDA safety report ID# (B)(4).